Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue (zoom out problem) was confirmed; this issue was caused by a frayed zoom wire. In addition to the foreign material and the zoom out issue, the device's angulation function did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope that the image could not come back to normal size after zooming in. The issue was identified during a diagnostic gastroscopy and the procedure was completed with a similar device. During inspection, the device had residual liquid or foreign material come out of jet-tube. This was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The customer reported there was no malfunction of reprocessing accessories. Pre cleaning had no delay. Manual cleaning had no delay. Precleaning used absorbed enzyme solution, water, and air in sequence, and scrubbed the scope body with enzyme solution gauze. The device was flushed with detergent during manual cleaning. Olympus will continue to monitor field performance for this device.